Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted to treat a common bile duct stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent had separated at the pigtail (proximal side) flap. Another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Block h11: a flexima biliary stent was returned for analysis. A visual examination of the returned device revealed that the push catheter was bent, the push catheter suture hole was torn, and the suture was detached and did not return with the device. Additionally, one of the stent barbs was found to be detached and was also not returned. Microscopic examination was performed, which confirmed the observed damage and showed no evidence of additional abnormalities. No other damages were noted to the stent or the delivery system. Product analysis confirmed the reported event of stent break, as well as related findings involving damage to the push catheter suture hole, suture detachment, and bending/kinking of the catheter push component. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were likely attributable to forces applied during the procedure, most probably influenced by procedural technique and/or anatomical tortuosity encountered during device deployment. The push catheter suture hole was found to be torn. This damage could have occurred if the device experienced undue pressure during attempted stent deployment. Bending of the push catheter may have impeded proper stent deployment and contributed to tearing of the suture hole. These factors could also lead to detachment of the stent barb and suture, or stent damage if excessive force was applied or if a suture became stuck during insertion. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted to treat a common bile duct stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent had separated at the pigtail (proximal side) flap. Another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.